Event description:
It was reported the procedure was to implant a cardiomems in the pulmonary artery. Following the deployment of the cardiomems sensor the physician retracted the steelcore guidewire into the delivery catheter slightly prior to attempting to remove the delivery catheter. During retraction of the delivery catheter the sensor was displaced proximal to the target location. An attempt was made to advance the steelcore wire, and it was noted that the wire could not be advanced. The 6fr arrow pulmonary wedge catheter was inserted into the 12fr sheath with the existing delivery catheter. The balloon was inflated to provide support while removing the delivery catheter and wire as a unit. Once the delivery catheter was removed the procedure was completed with no additional issues or adverse complications for the patient. Following the procedure the wire was advanced out of the delivery catheter on the back table and found to have a small amount of thrombus on the distal coil of the wire. This appeared to cause the wire to lodge in the delivery catheter. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, the investigation determined that the reported issue appears to be related to operational context of the procedure. The patient effects of thrombosis and illness are known risks of the procedure. Factors that may contribute to difficulty advancing the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, and/or damage to the guide wire. In this case, the challenging anatomy likely contributed to the reported difficulty as it was reported that there was a small thrombus on the distal coil of the guide wire. This appeared to cause the guide wire to lodge in the delivery catheter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D4: a partial UDI was provided as the lot number is not known.